Event description:
A trilogy evo device failed a pre-test for active exhalation verification due to a pilot reading difference while being evaluated by a biomed after being pulled from service. No patient harm or injury were reported. Evaluation confirmed failure of the active exhalation verification test. The field service engineer replaced the 3-way solenoid valve and proportional valve to address the active exhalation malfunction. Following the replacement of the valves, the unit passed final testing and met specifications for the performed service. The system was returned to use, and the evaluation is complete.